Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (406 mg/dl). The customer took a correction bolus via the pump to stabilize bg level. The contact stated to believe the customer under-dosed a bolus for dinner by not delivering enough units for carbs eaten. During troubleshooting with tandem technical support, the contact noted a air bubbles in the infusion set tubing. The contact performed fill tubing to remove air bubbles.